Manufacturer narrative:
No report of injury, procedure delay or cancellation. The user facility stated that the water hose located behind the unit broke causing water to then leak from underneath the unit onto the floor. A steris service technician arrived onsite to inspect the system 1e processor. The technician found that the system 1e processor was pushed/bumped against the wall which caused a tear in the water hose and the reported event to occur. The technician replaced the hose, ran a test cycle, and confirmed the unit to be operating properly. The unit was manufactured in 2011 and no additional issues have been reported.

Event description:
The user facility reported that their system 1e processor was leaking water onto the floor.